Event description:
The account alleged the left head side rail is not latching. No pt impact.

Manufacturer narrative:
The account found debris caught in the left head side rail latch. The debris was removed from the left head side rail latch and the side rail latch was lubricated by the account to resolve the issue.